Event description:
It was reported that the user experienced episodes of high and low blood glucose while using the ilet system with a fsl3+ cgm and a cd infusion set, with extended hyperglycemia exceeding 400 mg/dl and a documented hypoglycemia of 43 mg/dl; the event involved frequent meal announcements for snacks and ¿less than¿ entries, and a cgm reading that was inconsistent with contemporaneous fingerstick values, after which the cgm was replaced and manual entries were used during warm up. Symptoms included hypoglycemia and malaise. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver, analysis of user-provided information and logs, and coordination with the cgm manufacturer¿s support for sensor replacement. Investigation of this case revealed no findings available, with insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.